Manufacturer narrative:
B3, d9, g4, d4: UDI: unknown. E1: phone: (B)(6). One device was received for evaluation. Visual inspection found the device to be slightly worn. The event history log found a record of 'high pressure' and 'power loss while pump was on' alarms. Functional testing was unable to duplicate the reported problem. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's cassette sensor is defective. There was unknown patient involvement.